Event description:
It was reported that the lower screen has something blocking the view, the case is cracked near the ventricular connector, and the wrong screws were used. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the lower case was broken, the ring cover screw has wrong screw, and the liquid crystal display (lcd) gasket was blocking part of the lower screen. It was also noted that the upper case and battery drawer were broken, the knobs were contaminated, the release spring was bent, the battery contacts were compressed, the lcd display screw was missing and the battery flex was contaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.